Event description:
It was reported that during a laparoscopic lobectomy procedure, the device loading the gold reload could not keep being closed because the ratchet did not function. Then, the device tried to be closed with the gray reload but the same event occurred. Another competitive device was used to complete the case. There were no adverse consequences to the patient. After the operation, the doctor fired the device with grasping the closing lever by hand.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: notified by affiliate that the gold reload, ecr45d, will not be returned. The analysis found that one pce45a device was returned in good visual condition and with an ecr45m cartridge loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.